Event description:
On 6/26/98, the facility's radiology supervisor informed the MFR of the following: the catheter was inserted on 5/23/1998, with no problems. The dialysis lab called three days later and stated that the catheter could not be used due to holes in the extension legs. This pt previously experienced a similar problem. No further details were provided at this time.